Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they replaced the integrated multi-sensor technology (imt) sensor and ran a dilution check, which was acceptable. The customer also ran quality controls, precision testing and patient samples, all of which were acceptable. The customer also spoke to a siemens customer service engineer (cse) over the phone. The cse instructed the customer to perform system checks to verify the instrument was operational. The cause of the discordant, falsely low sodium and potassium results on three patient samples was related to a malfunction of the imt sensor. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and potassium (k) results were obtained on three patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned them. The patients were given oral potassium and patient (B)(6) was also given intravenous fluid. The sample was repeated on alternate dimension exl instrument and on the same instrument, resulting higher both times. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium and potassium results.